Event description:
Pt implanted with mirs locking caps, screws and rods on an unk date. X-rays taken b)(6) 2012 showed loosening of one of the locking caps. Reportedly, locking cap was not seated correctly. Pt was revised on an unk date. This is 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.